Manufacturer narrative:
It is unknown which device is involved in the event. Additional device implanted: pxc141400/10090658. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm using two gore® excluder® aaa endoprostheses. Around (B)(6) 2017, follow up imaging reportedly showed aneurysm sac enlargement of 3 mm. It was reported there was evidence of a very small type ii endoleak, but it was reported the endoleak appeared to be too small to be contributing to any growth. The source of the aneurysm enlargement is reportedly unknown. It was reported there are no current plans for treatment at this time, and the endoleak will continue to be monitored. Additional patient information has been requested.

Event description:
On february 6, 2018, follow up imaging showed a possible proximal type I endoleak and possible distal type I endoleak. The physician reported the endoleak was caused by aortic expansion. The same day, an aortic extender component was implanted for proximal extension. The distal type I endoleak was reportedly not treated during the procedure. There was no report of endoleak on final imaging, and the patient tolerated the procedure. No further adverse events were reported.

Manufacturer narrative:
Concomitant medical products: patient medications - asa, atorvastatin, flovent, glucosamine, volantoprost, metoprolol, multi-vit, norco, pepcid, plavix. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On december 12, 2017, follow up imaging reportedly showed aneurysm sac enlargement of 3 mm. It was reported there was evidence of a very small type ii endoleak, but it was reported the endoleak appeared to be too small to be contributing to any growth. The source of the aneurysm enlargement is reportedly unknown.